Manufacturer narrative:
The device has not yet been received for evaluation. When the evaluation is performed, or more information is provided, a follow-up report will be sent.

Event description:
The facility representative reported a pump that does not alarm when finished. Information was not provided regarding whether or not the problem occurred during an infusion. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.